Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address 1: no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had insufficient brightness. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide fibers glass was severely dented and interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient brightness was caused by the component failure of light guide bundle being severely interrupted and weakened. Additionally, due to the component failure of insertion section the light guide fibers glass was severely dented and interrupted and weakened. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.